Event description:
It was reported that, during implant, the physician was unable to find a stable position and experienced multiple dislodgements with both leads. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full lead was returned and no anomalies were found. The proximal conductor was kinked/buckled and the lead appeared to have been damaged at implant. (B)(4).